Event description:
It was reported that the patient had no hearing impression at the first fitting, which took place on (B)(6) 2013. The stimulation levels were increased resulting only in little painful sensations but no hearing stimulation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.